Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer could not calibrate the pump and the buttons were unresponsive. It was reported that two months prior, the customer's pump was accidently dropped in the toilet. The customer's blood glucose level was reported to be 201.6mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump was not able to perform self-test due to buttons not responding. It was reported that the pump would have to be replaced and returned for analysis.